Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. During visual inspection the instrument was found to have the pitch cable loose at the distal end that was protruding causing issue reported by the customer. A loose pitch cable at the distal end is often caused by something else in the backend (ex: broken cable, cracked clamping pulley, loose clamping pulley screw). The plastic housing was removed, and the instrument was found to have a loose pitch cable at the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument moved in opposite direction. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer is not aware of any patient injury during the procedure. Upon inspection of the instrument, they did not see any kind of physical damage to any part of the arm. No images or videos were taken during time of the incident. The instrument has already been sent out to be returned to isi.